Event description:
It was reported that the patient presented in-clinic for a routine check-up, but it was noted that the pacemaker failed to be interrogated through inductive telemetry. As a resolution the pacemaker was explanted and replaced. The patient condition was stable.

Manufacturer narrative:
The reported event of no inductive telemetry was not confirmed. The device was with normal output and normal telemetry communication. Analysis of the device image indicates the device was operating normally and its battery voltage was at elective replacement level. Electrical and mechanical tests performed did not identify any functional issues. The device was implanted more than the lifespan of its projected longevity and is consistent with normal battery depletion.